Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned to the biomedical department from the obstetric department with an unsigned note that stated, "11/004/086". There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed for service alarm code 11/004 (less than 2.0 volts on lithium battery). This report represents all the information known by the reporter upon query by hospira personnel.